Manufacturer narrative:
Visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of shear lips on the interior side of the tab. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at t9-iliac to treat a lumbar vertebral fracture and ankylosing spinal hyperostosis. It was reported that the tip of the driver broke off in the set screw during tightening. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.